Manufacturer narrative:
The lot number is unknown. The event date is believed to be between (B)(6) 2020 and (B)(6) 2020.

Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop caused under delivery. The customer noticed the discrepancy between the value indicated on the pump and the amount actually remaining in the cassette was greater than 6 percent. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h3: ten cadd cassette reservoirs from part number 21-7302-24 with an unknown lot number were received in used conditions without their original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. For physical evaluation, sample seven (7) and sample eight (8) have the pump tube arched. The initial reporter indicated that the customer pulled the samples pump tube. Because the samples have been manipulated by the customer, it was not possible to perform an accuracy test. The reported issue was unable to be confirmed and the cause unable to be determined due to the fact the customer manipulated the samples by pulling the pump tube.